Manufacturer narrative:
The subject device was returned to omsc for the evaluation, however the exact cause has been under investigation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error which indicated that communication problem between the subject device and the flex deflectable video scope, ltf-s190-5 (serial no. (B)(4)) had been occurred frequently during the unspecified procedure. There was no patient injury associated with this report. The user facility did not provide the other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-04181 and correct the initial report submitted on (B)(6), 2020. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.